Manufacturer narrative:
The fiber optic cables were not returned to isi for evaluation as they were scrapped in the field. After the fse replaced the cables, the system was power cycled and fully tested and no errors were present. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the site experienced a non-recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to power cycle the system twice with no change. The system logs were reviewed and error 319 was found on the axes controller platform (acp) board. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to confirm the reported failure via system logs, however, was not able to reproduce the error. The fse replaced two fiber cables to correct the issue. Fiber optic communication cables carry communication from the column to the boom with connection to the acp/acpd.